Event description:
Ous MDR - two months post implant, several episodes of noise were noted; four of which started capacitor charge. This is all of the information provided to us at this time. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.